Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was duplicated by the service team. Based on the investigation details, the fluid leaking was (B)(4). (B)(4) is a lubricant used on the inside of the device, which lubricates the geartrain. During heavy washing, rinsing, or high pressure drying, (B)(4) can displace in the device and leak out during cleaning. The device received an engineering upgrade and a clean, lube, and adjust. The handpiece was repaired and returned to the customer.

Event description:
It was reported that a fluid leaked out of the handpiece while the device was being cleaned in spd. There was no patient involvement. There were no adverse consequences reported as a result of this event.